Event description:
It was reported that the bd safetyglide¿ needle experienced the needle was left in patient. The following information was provided by the initial reporter: the per diem nurses (experienced, has given many vaccines) just gave a vaccine and for the 2nd time this month, the needle and the hub it was attached to, separated and the needle was left stuck in the patient¿s arm.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ needle experienced the needle was left in patient. The following information was provided by the initial reporter: the per diem nurses (experienced, has given many vaccines) just gave a vaccine and for the 2nd time this month, the needle and the hub it was attached to, separated and the needle was left stuck in the patient¿s arm.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 09-sep-2022 h6: investigation summary one opened sample with no shield received for investigation. Visual inspection was performed with a 10x magnification lens, the needle is out of the needle hub. No other defects or issues observed. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause is associated with misalignment of epoxy-needle-needle hub in the assembly station. Verification was performed to confirm settings were correct and ensure the product flowed correctly.